Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5056933) on 02-nov-2015. The most recent information was received on 08-jan-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain') in a 31-year-old female patient who had essure (batch no. B06103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed on the day essure implantation". The patient's medical history included latex allergy, menses irregular with excessive bleeding (for last 4 months), menstrual cramps (for last 4 months), multi gravida, parity 3, endometrial ablation and back pain. Previously administered products included for an unreported indication: mirena from 2007 to 2013 and depo shot from 2003 to 2004. Concurrent conditions included alcoholic, depression and migraine. Concomitant products included escitalopram oxalate (lexapro), hydrocodone bitartrate;paracetamol (vicodin), oxycodone hydrochloride;paracetamol (percocet) and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced back pain ("back pain/ lower back pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches") and migraine ("severe migraines"). In 2014, the patient experienced depression ("really depressed") with anxiety. On an unknown date, the patient experienced abdominal pain lower ("abdominal pain lower/ lower abdomen pain"), menorrhagia ("heavy menstrual bleeding with blood clots for seven days") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("gained weight"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, abdominal pain lower, depression and migraine had resolved, the dyspareunia and vaginal haemorrhage outcome was unknown and the menorrhagia, headache and weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well. Essure coils were placed in bilateral tubal ostia without complications 3 coils exposed on right 4 coils exposed on left. Discrepancy in dates of hysterosalpingogram (B)(6) 2013. Insertion date also reported as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: results: negative. Imaging procedure - on an unknown date: unspecified essure confirmation test- the results were good. Diagnostic results: in (B)(6) 2014: hysterosalpingogram: to ensure proper placement of the coils on (B)(6) 2013, pelvic ultrasound reported iud in normal position, normal ultrasound. On (B)(6) 2013 essure confirmation by confirmed by hysterosalpingogram and the results are total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error, depression, migraine. Lot number: b06103, manufacturing date: 2013-03, expiration date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5056933) on 02-nov-2015. The most recent information was received on 23-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain') in a (B)(6) year-old female patient who had essure (batch no. B06103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed on the day essure implantation". The patient's medical history included latex allergy, menses irregular with excessive bleeding (for last 4 months), menstrual cramps (for last 4 months), multi gravida, parity 3, endometrial ablation and back pain. Previously administered products included for an unreported indication: mirena from 2007 to 2013 and depo shot from 2003 to 2004. Concurrent conditions included alcoholic, depression and migraine. Concomitant products included escitalopram oxalate (lexapro), hydrocodone bitartrate;paracetamol (vicodin), oxycodone hydrochloride;paracetamol (percocet) and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced back pain ("back pain/ lower back pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches") and migraine ("severe migraines"). In 2014, the patient experienced depression ("really depressed") with anxiety. On an unknown date, the patient experienced abdominal pain lower ("abdominal pain lower/ lower abdomen pain"), menorrhagia ("heavy menstrual bleeding with blood clots for seven days") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("gained weight"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, abdominal pain lower, depression and migraine had resolved, the dyspareunia and vaginal haemorrhage outcome was unknown and the menorrhagia, headache and weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well. Essure coils were placed in bilateral tubal ostia without complications 3 coils exposed on right 4 coils exposed on left. Discrepancy in dates of hysterosalpingogram ((B)(6) 2013). Insertion date also reported as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: results: negative. Imaging procedure - on an unknown date: unspecified essure confirmation test- the results were good. Diagnostic results: in (B)(6) 2014: hysterosalpingogram: to ensure proper placement of the coils. On (B)(6) 2013, pelvic ultrasound reported iud in normal position, normal ultrasound. On (B)(6) 2013 essure confirmation by confirmed by hysterosalpingogram and the results are total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error, depression , migraine. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. A review of similar cases for the reported batch resulted in no unusual pattern identified. Review of associated batch documentation did not reveal any deficiencies or give any reason to suspect a quality defect. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 23-dec-2020: pfs received. Surgery information was added. Outcome of events "pain, cramping, migraine and depression" updated as recovered. Medical history, concomitant drugs, reporter information and removals details was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.